Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2017-00377. It was reported the patient was not receiving adequate pain relief from her scs system due to one of the patient's pns (off label) leads had migrated. Subsequently, the patient underwent surgical intervention at which the patient's leads were explanted and replaced with a new lead (different model). In addition, the patient's ipg was also electively explanted and replaced with a different model during the procedure. Reportedly, effective therapy was achieved following the procedure and the issue is resolved. Please note it is unknown which lead had migrated; therefore, both leads are being reported.